Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failure alarm during self test. The customer's blood glucose was unknown at the time of incident. The insulin pump also received software error detected alarm and the customer was able to clear the alarm as well as rewind the insulin pump. The insulin pump had audio anomaly as it was not giving any alert for high or low blood glucose values. Troubleshooting was performed and the customer could hear the beeps and the issue was resolved. During troubleshooting, the insulin pump failed the self test as it received a hardware low level failure alarm. The device is not expected to be returned for analysis.